Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a anterior posterior vaginal repair, sacrospinous hitch and tension free vaginal tape placement procedure performed on (B)(6) 2015 for the treatment of vaginal prolapse and urodynamic stress incontinence. After the procedure, the patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; psychiatric injury. On (B)(6) 2011 the patient commenced treatment with zoloft for psychological medication. The patient has also been treated with mobic and pandeine forte for the treatment of lower back pain. Treatment with these medications is ongoing. Reportedly, the patient underwent further surgery or removal of sling on an unspecified date.

Manufacturer narrative:
Block a1: meshc-20211001-a4230575. Block h2: additional information: block a1, b5, b7, d4, g1, h4 has been updated based on the additional information received on september 8, 2022. Block b3 date of event: the exact event onset date is unknown. The provided event date of january 29, 2015, was chosen as a best estimate based on the date of the implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Patient code e2330, e1405, e0206 capture the reportable events of pain, dyspareunia and unspecified mental, emotional or behavioural problem. Impact code f12, f19 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device and further surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; psychiatric injury. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of tape/suture. Nonsurgical treatments: the patient was treated with pain medication: mobic and pandeine forte for the treatment of: lower back pain. On (B)(6) 2011 the patient commenced psychological medication: zoloft. Treatment duration: 10 years. On (B)(6) 2016 the patient commenced other (please specify). Treatment duration: ongoing.